Manufacturer narrative:
(B)(4)

Event description:
This is a supplemental report to initial report 3008789114-2016-00025 to submit investigation results from the manufacturer for the suspect device. (B)(4)

Event description:
(B)(4) received a call on 03/26/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 7:30pm. Patient (np) stated that she was prompted to call paramedics due to her blood glucose being too high. The reading on the prodigy meter at the time of the event was 539mg/dl. Patient was experiencing symptoms of light headiness. Paramedics were called immediately and arrived in approximately 3-5 minutes. Patient stated that prior to calling paramedics she took medication prescribed to her by the hospital. Patient did not disclose what type of medication it was. Upon arrival, paramedics requested that patient test her blood glucose with the prodigy meter which resulted in 539mg/dl. Paramedics then tested patient's glucose with their meter which had a result 40 point less than the prodigy meter. Only a few minutes passed between testing with the prodigy meter and the paramedic's meter. Patient's normal blood glucose reading around the time of the medical attention is 120-200. (B)(4) sent replacement and prepaid envelope requesting return of suspect devices.